Event description:
It was reported that during intra-operative implant placement the navigator straight inserter became deformed at the tip. There were no adverse consequences to the patient or reported surgical delays.

Event description:
It was reported that during intra-operative implant placement the navigator straight inserter became deformed at the tip. There were no adverse consequences to the patient or reported surgical delays.

Manufacturer narrative:
A visual inspection was performed which confirmed that the tip of the inserter was deformed and one leg of the clasping mechanism was splayed outwards. Material discoloration was identified on the tip. Device history records were reviewed for the corresponding lot and no relevant issues were identified. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. It was initially reported that the avs navigator straight inserter tip experienced deformation during use which was confirmed via visual inspection. The inserter tip deformed when the implant was rotated in the intervertebral space. Upon visual inspection of the returned device, it was confirmed that one leg of the clasping mechanism was splayed outwards as if excessive force was applied during implant rotation. It was further reported that the implant was inserted at difficult angle (l5-s1 level). This device was manufactured in june 2019 and repeated use of the device throughout its service life contributed to tip deformation. The root cause of the reported event is deformation due to normal wear, consistent, repetitive use of the instrument, and excessive rotation force applied to the device during implant rotation to accommodate for difficult insertion angle.